Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the product inspection and investigation, it is inferred that the reported event occurred through the following mechanism: 1. During the seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. 2. The probe was subjected to the load of the seal and cut output or the gripping of tissue, causing a crack to form from the scratch. 3. The probe broke due to the application of load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the probe broken off. There was no patient involvement.